Event description:
It was reported that pre-op, the nim had no stimulation current flow even when stimulated with the probe. The fuse was replaced. The issue was not resolved with repositioning or troubleshooting. The procedure was completed with the reported product. There was no patient impact.

Manufacturer narrative:
H3: product analysis of the nim console found that there was no fault with the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) the product analysis of the patient interface found that the rear fuse was missing. The stimulation cannot be performed on both stim1 and stim2. It does not appear to be a fuse-related issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.